Event description:
It was reported that prior to starting a da vinci system surgical procedure, the maryland dissector instrument did not work properly. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the instrument installed on an in-house is3000 system found that the instrument was recognized and engaged when driven. The instrument grips opened and closed properly. The instrument was found to be fully functional during testing. Failure analysis also found that the instrument's main tube had evidence of abrasions and/or wear. The distal end of the main tube had a 0.18 long section with material removed on one side of the tube. The damaged area was parallel to the tube axis and had a rough surface finish. It was concluded that the wear pattern was consistent with cannula related tube abrasions. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.